Event description:
Additional information in follow up report: on (B)(6) 2017: integrum has contacted the customer to obtain further information regarding the device in situ. According to the information the opra implant system has a fixture with sn: (B)(4). The respective batch documentation has been reviewed ((B)(4)). According to the lot release documentation the fixtures were reworked, see doc no (B)(4). The reason for the rework was issue with the container pin thread and no deviation regarding the fixture that could cause the fixture loosening. The presence of infection requiring antibiotic treatment and monitoring of the patient is one of the possible complications expected during the use of the opra system. The infection signs were present after more than 12 months of use of the system which reduce the probability of a risk associated with the manufacturing or cleaning/sterilization of the device. No deviation was found during the batch documentation investigation. Further investigation is not possible since the opra device is still in use by the patient. On 2018-02-01:integrum received follow-up report from ucsf of clinical outcome up until 2017-12-31. Based on this report the patient has received proper treatment and the case can be closed.

Event description:
Study subject was experiencing increasing left thigh pain in the femur around the surgical site. This was concerning for possible osteomyelitis. Study patient returned to (B)(6) clinic to be evaluated further by pi on (B)(6). C-reactive protein, complete blood count with differential, sedimentation rate and interleukin-6 labs were ordered to rule out possible infection on (B)(6) and final lab results were available (B)(6). These came back with abnormal levels and the patient was brought back to clinic (B)(6) to discuss results and treatment plan. The plan discussed for patient was to return for a deep cultures, possible bone biopsy, and discharge on ciprofloxacin and rifampin, for 3 to 6 months dependent on cultures grown. The study patient expressed understanding and will undergo treatment as stated. The patient is roughly 3 months into the course of treatment and has shown significant signs of improvement (i.e no longer experiencing deep pain, and normal levels of c-reactive protein and sedimentation rate).